Event description:
This report is being filed upon notification from our manufacturer in (B)(4), to submit this event that happened in (B)(6). Problem: this mobile x-ray system's cassette holder fell. No person was injured from this event.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.